Event description:
It was reported during broaching, the broach was a little stuck the surgeon hit the handle harder and the impacting platform broke of the handle. Broach was removed at the same time. The broach was well used and may have had some wear and tear already.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d1, d2, d4, d9, g3, g6, h2, h10.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d4, g3, g6, h2, h6, h11. Visual examination of the returned product identified strike plate, handle body, and spring were returned disassembled. Fractured weldment between strike plate and handle body is confirmed. Nicks, scratches, and indentations are noted from previous uses. No other damage was present. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined for the fractured instrument. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.